Event description:
Libre 3 sensor readings off by 60 to over 100 points. Ser# (B)(6) / lot# t60001993, ser# (B)(6) / lot$ t60001993, serial# (B)(6) / lot# t60001940. We get 3-6 boxes of sensor at (b)(6. These boxes are currently unopened. The previous two to three boxes had major discrepancy in readings when we took our blood sugar. Want to report officially to add on to the challenges the libre 3 is having with the sensors. We both have not had any changes in prescriptions, same food diet. Blood sugar readings. Reference report: mw5157829, mw5157831.